Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed extended high ppeak and was in an inoperative condition. The customer stated this issue occurred during patient use there was no patient harm.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the transducer communications alarm (tca) printed computer board assembly (pcba) and the reported issue was not reproduced. The gas delivery engine(gde was also tested and could not duplicate the reported issue. The root cause of the reported issue could not be identified. The error logs were checked but found no records of failures. No failure was detected but the tca pcba was replaced as a precautionary measure.